Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheters had defective balloons which filled unevenly. As per the follow up via email on 30sep2020, the third device was probable because its inflation was not observed prior to being placed. It was being used for the cervical ripening and its not their practice to inflate prior to insertion. After it was ruptured, tested another catheter and found the inflation to be uneven. Then took the catheter from a different lot and that was filled evenly. As per the follow up 2 via email on 01oct2020, the pieces were expelled. The balloon was filled with the saline.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheters had defective balloons which filled unevenly. As per the follow up via email on 30sep2020, the third device was probable because its inflation was not observed prior to being placed. It was being used for the cervical ripening and its not their practice to inflate prior to insertion. After it was ruptured, tested another catheter and found the inflation to be uneven. Then took the catheter from a different lot and that was filled evenly. As per the follow up 2 via email on 01oct2020, the pieces were expelled. The balloon was filled with the saline.

Event description:
It was reported that the foley catheters had defective balloons which filled unevenly. As per the follow up via email on 30sep2020, the third device was probable because its inflation was not observed prior to being placed. It was being used for the cervical ripening and its not their practice to inflate prior to insertion. After it was ruptured, tested another catheter and found the inflation to be uneven. Then took the catheter from a different lot and that was filled evenly. As per the follow up 2 via email on (B)(6) 2020, the pieces were expelled. The balloon was filled with the saline.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. Visual evaluation of the returned sample noted three unopened (with original packaging), unused silicone foleys and one opened (with packaging). The opened catheter's balloon was slightly wrinkled, but not enough to qualify as a failure as it was used for non-urological purposes. The catheter balloons were inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 50:50 for the unopened catheters while the opened catheter's balloon concentricity was 60:40 as compared. This meets specification "balloon testing for symmetry must not exceed a ratio of 70:30 when measured from the side of the shaft." No root cause could be found because the reported event was unconfirmed. The device history record review was not required as the reported event was unconfirmed. The instructions for use were found adequate and state the following: ¿caution: do not aspirate urine through drainage funnel wall. Single use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." Corrections: d, h. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected.